Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Field service confirmed an IV pole safety collar is installed on the device. The IV pole falls when agitated. The IV pole holding screw was recalibrated, an autotest with no errors was performed and proper operation of the device verified. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Field service confirmed an IV pole safety collar is installed on the device. The IV pole falls when agitated. The IV pole holding screw was recalibrated, an autotest with no errors was performed and proper operation of the device verified. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole screw. Further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR # (1722028-2023-00077). No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Field service confirmed an IV pole safety collar is installed on the device. The IV pole falls when agitated. The IV pole holding screw was recalibrated, an autotest with no errors was performed and proper operation of the device verified. The device serial number history report indicates no further related issues have been reported for this device. Investigation is in process. A follow-up report will be provided.